Manufacturer narrative:
Device was used for treatment. Actual event date not known. The device is not being returned for evaluation. While the surgeon complained that the devices were not performing up to their standards, which was causing a delay in the surgery, there were no adverse consequences to the patient. There is no further information available on this event and no further investigation can be performed.

Event description:
Service and repair report states that two screwdriver blades bind and a ratchet wrench was broken. Device is not available for return, further investigation can not be performed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. The device history record review could not be performed as the part and lot number combination could not be verified by synthes (B)(4).